Event description:
It was reported that the patient's ambicor penile prosthesis (app) was explanted because the device was no longer working. The patient stated his device was originally implanted in 2006 but it hasn't worked in a while. No leaks were found in the device. The patient was implanted with a new 18cm x 12mm inflatable penile prosthesis (ipp) device.